Event description:
The us complainant had to replace an aic due to priming/purge issues. The IFU was followed and a backup controller used for the cp support. There was no reported patient harm or injury.

Manufacturer narrative:
The investigation into the reported events has been completed. Analysis of the console logs from the reported day of event are consistent with complaint and show that in the beginning of case start, the priming was stopped upon purge cassette removal (after prompt to insert purge disk), but not restarted after it was reinserted. The pump was disconnected and reconnected, presumably in an attempt to troubleshoot purge issue, but case start wizard had not been aborted or restarted - instead the aic was powered down and case successfully started on a backup console. Console ic1738 and its purge system was extensively tested in the lab, but no irregularities were observed, and the device operated within specification. The evaluation revealed that the most likely cause of the aic issue was a software issue. The failure modes will be monitored and trended.